Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that he had to remove the dental implant during the installation surgery due to fenestration that occurred on the biomaterial graft region.